Event description:
It was reported that the patient was asymptomatic. It was noted that noise resulting in over sensing, leading to false detection of a ventricular fibrillation (vf) episode resulting in inappropriate anti tachycardia therapy (atp) was observed on the right ventricular (rv) lead. The defibrillation was aborted before shock could be provided. Programming changes were made. The physician was considering a rv lead revision though this had not been scheduled. The patient was being monitored. The patient was stable throughout.

Event description:
New information received notes the shock was aborted but the patient received inappropriate anti-tachycardia therapy (atp). The right ventricular (rv) lead was explanted and replaced. The patient was stable before, during and after the procedure.

Manufacturer narrative:
Correction: section e "reporter name" should have been "(B)(6)" instead of "(B)(6), md". Physician's name remains (B)(6), md.